Manufacturer narrative:
Correction: b2 - updated to other serious (important medical events) was previously reported as life-threatening.

Event description:
It was reported that a patient presented remotely via merlin. Net. Review of the transmission revealed incorrect interpretation of signal resulting in inappropriate therapy on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient was stable before, during, and after the changes.